Event description:
It was reported, the lead was explanted and replaced due to clots in the atrium on the lead. No further patient complications were reported as a result of this event. Follow up with clinic reported, the lead was tangled in a right atrial thrombus and removed due to the clot. The patient had some slight bleeding post surgery as she was anticoagulated due to the thrombus. The bleeding was managed and the patient is doing fine.

Event description:
It was reported the lead was explanted and replaced due to clots in the atrium on the lead. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) no anomalies found. Proximal segment returned and analyzed.